Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keypad buttons 0, 1, 2, 3 did not respond. The problem was found during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. Evaluation observed cracked pems on the front case and therefore the front case was required to be replaced to correct the determined problem. The assignable cause was determined to be an external influence. Should additional relevant information become available, a supplemental report will be submitted.